Event description:
It was reported that this patient with a pacemaker presented to the hospital as the device was not functioning properly. The patient was then transferred to another hospital, and it was determined that the device was pacing vvi 50bpm when programmed to ddd which was functioning as expected. However, it was unclear what the device interrogation revealed. It was noted that 5 months prior the device had approximately one year battery remaining. Subsequently, the device was explanted and replaced. The device is not expected to be returned as it was discarded. No additional adverse patient effects were reported.